Event description:
It was reported that the healthcare provider (hcp) had patients with ¿damage¿ to the implant but no further information could be given to describe the issue. It was noted those events were years ago and it was implied those patient¿s situations were resolved. The manufacturer¿s representative (rep) asked the nurse who made the comment regarding ¿others¿ that were broken what she was referring to by this, and she did not reply. It was noted that dr. Mathurin was a physical medicine and rehab specialist and his nurse may not have understood how the stimulators work. The nurse had no other names of patients with spinal cord stimulator (scs) issues.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).